Manufacturer narrative:
Follow-up received on 23-jun-2015: essure device breakage questionnaire was received. Information received from physician states that a (B)(6) year-old female patient had essure (lot numbers cs0003v and c80064) inserted on (B)(6) 2015. Physician informed that device catheter breakage occurred during device placement. Health care professional also reported that IFU instructions were followed and, upon deployment of catheter, the catheter would not release appropriately from the implant. There was no deviation from insertion procedure as described in the IFU. Essure removal was medically necessary and broken pieces were retrieved from patient's uterus. Essure removal method: hysteroscopy. Patient was not injury and has recovered. According to reporter, breakage could not have led to serious injury under less fortunate circumstances. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who essure (fallopian tube occlusion insert) inserted and during the procedure essure coil and distal tip came apart. Physician was able to remove both pieces via hysteroscopy. Patient had no injury and was recovered. This event, regarded as device breakage, was considered listed upon receipt of the product technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. Nevertheless, considering the reported event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. Additionally, the non-serious event bent tip while trying to cannulate was reported. This case was regarded as other reportable incident, as although patient had no injury this might have occurred under less fortunate circumstances. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2015. It was reported that the coil and distal tip of essure lot number cs0003v came apart and the doctor used grasper to remove micro insert. Both pieces were successfully removed. Additionally, bent tip while trying to cannulate occurred with essure lot number c80064. Bilateral placement was achieved and the patient had no injury. Ptc investigation result was received on 11-jun-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: lot cs0003v: expiration date 31-dec-2015, production date: oct-2013. Lot c80064: expiration date 31-jul-2017, production date jul-2014. Failure mode/mechanism the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for these lots were performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure and bent tip is an anticipated event. Medical assessment: this ptc was initiated due to a reported product quality issue and a usability issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batches was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who essure (fallopian tube occlusion insert) inserted and during the procedure essure coil and distal tip came apart. Physician was able to remove both pieces. Patient had no injury. This event, regarded as device breakage, was considered listed upon receipt of the product technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. Nevertheless, considering the reported event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. Additionally, the non-serious event bent tip while trying to cannulate was reported. This case was regarded as other reportable incident, as although patient had no injury this might have occurred under less fortunate circumstances. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.